Manufacturer narrative:
(B)(4). Date sent: 3/21/2022. Additional information: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device.

Manufacturer narrative:
(B)(4). Batch # 362a23. Additional information was requested and the following was provided: were there any patient consequences? There were no patient consequences. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent thoracoscopic right upper lobectomy and the device was placed for use. After the use of endoscope, when the device was removed, it was found that the device was cracked. After searching, the fragments were found and spliced, basically restoring the original shape of the device. There were no patient consequences.